Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent a heart transplant on (B)(6) 2020. Additional information was requested but not provided.

Event description:
It was reported that there were no device related issues that led to transplant. The device operated as expected. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. The patient received a routine heart transplant on (B)(6) 2020 and there were no reported alarms or adverse impact to the patient. (B)(6) was returned assembled with the pump cable severed approximately 13¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. An additional segment of the sealed outflow graft was also returned. The outflow graft clip was returned properly attached over the sealed outflow graft and bend relief hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The patient was routinely transplanted. No device-related issues were reported or identified during the evaluation of heartmate 3 lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.